Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported that while staff was turning the patient, the ventilator came disconnected and did not alarm. The customer stated that there was approximately 40 seconds from when the patient came disconnected and action was taken. The ventilator was swapped in a new ventilator with no adverse affects to the patient. The device was in used for therapy. There was patient involvement but there was no patient harm or injury reported.